Manufacturer narrative:
The evaluation found there was no image displayed with the device when connected to 180 series endoscopes due to a defective circuit board. Additionally, the scope connector latch was loose attributing to a flickering image. An older software version was installed. The front panel and top cover were faded/discolored. A review of the unit's history shows the unit was sold on (B)(6) 2016 with no previous repair records. The subject unit was repaired to standard specifications and returned to the asset inventory. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of an asset return, the evis exera iii video system center was found to have no image due to a defective circuit board. There was no report of any problems associated with the device and there was no patient injury or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the operational amplifier circuit on the dr board, therefore the phenomenon occurred because the operational amplifier failed.